Event description:
It was reported that the patient was prepared for an implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD). Before the implant procedure began, the field representative observed a 10% battery status in the s-ICD device and informed the physician accordingly. The decision was made to proceed with the patient sedation while a back up device was brought in. The surgical procedure was not yet started when the second device exhibited the same behavior of 10% battery status, and the third s-ICD device exhibited the same behavior as well. Technical services (ts) supported the procedure and recommended interrogating the devices with a different programmer, however, the same result was observed. Subsequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device is expected to be returned for analysis.

Event description:
It was reported that the patient was prepared for an implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD). Before the implant procedure began, the field representative observed a 10% battery status in the s-ICD device and informed the physician accordingly. The decision was made to proceed with the patient sedation while a back up device was brought in. The surgical procedure was not yet started when the second device exhibited the same behavior of 10% battery status, and the third s-ICD device exhibited the same behavior as well. Technical services (ts) supported the procedure and recommended interrogating the devices with a different programmer, however, the same result was observed. Subsequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient was prepared for an implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD). Before the implant procedure began, the field representative observed a 10% battery status in the s-ICD device and informed the physician accordingly. The decision was made to proceed with the patient sedation while a back up device was brought in. The surgical procedure was not yet started when the second device exhibited the same behavior of 10% battery status, and the third s-ICD device exhibited the same behavior as well. Technical services (ts) supported the procedure and recommended interrogating the devices with a different programmer, however, the same result was observed. Subsequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device was returned for analysis.